Manufacturer narrative:
Company representative evaluated the unit. Correction included replacement of new hard drive. System is now fully functioning.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.